Manufacturer narrative:
Since a broken insert tip could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a 30k fsi-pwr-fg-1000 insert,pkd broke during use. The insert being used by a student, the tip broke off. Not certain if this happened during use on a patient or not. Since the tip was not located, panoramic x-ray done the following day and chest and abdominal x-ray is also scheduled.

Manufacturer narrative:
Investigation results: the insert involved on the complaint was built on june 19h, 2023. The insert is out of useful life. Dar remem during the DHR review no product deviations were identified no issues identified on the tip and connecting body brazing operation. The insert tip was manually brazed, and no quality defects were identified it was confirmed that the product was manufactured according to specifications.